Event description:
It was reported that the patient had an MRI procedure. Upon certain scan metrics and types, it was noted that the pacing rate would drop to 50 for a minute to 2 minutes. The device would come back to 70 after that scan type was over, although it was an unconditional scan. The patient was stable, did not feel symptomatic during the scan.

Event description:
It was reported that the patient had an MRI procedure with a non-conditional device. Upon certain scan metrics and types, it was noted that the patient's heart rate would drop to 50 for a minute to 2 minutes. The device was programmed at a rate of 70 during the MRI. After the scan was over, the rate returned to 70, although it was an unconditional scan. The patient was stable and did not feel symptomatic during the scan.